Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07apr2020.

Event description:
The customer reported a low flow during the exhalation port test while the device was being checked before use. It was reported that a third party patient circuit was in use at the time. There was no patient involvement.

Manufacturer narrative:
G4: 22may2020. B4: 26may2020. The manufacturer¿s international service technician evaluated the ventilator and could not confirm the reported problem. Since no failures were identified, no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.